Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Visual analysis found, evidence of galling on the two pins that attach the lever to the clamp block. The damage is suspected to be, due to the debris that gets trapped inside the articulating joint between the lever and pins. The overall appearance of the device, showed signs of normal wear from multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached. The assessment confirmed, mechanical play or looseness between the saw-sasi clamp mechanism. And the main body of the sasi in the direction parallel to the saw blade. Despite the presence of looseness, there was no undesired movement or play noted, between the saw-sasi clamp mechanism and the saw. The overall complaint was confirmed. As the observed, condition of the sasi would contribute to the complained device issue. The assignable root cause could not be established.

Event description:
T was reported that during total knee arthroplasty surgical procedures, it was observed that the robotic assisted saw interface devices two right and two left loosened over time and there is a lot of play on the saw side. It was reported that the event dates and number of occurrences is not known. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).